Event description:
It has been reported to philips that system was not booting up. The system was in clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing fse found that power supply in m cabinet was defective. Part analysis was performed, and it confirmed that the power supply was defective as no output was measured. As a resolution, the fse replaced the power supply in m cabinet. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.